Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The company lens is only qualified for use in the company ii (a) and (b) cartridges. The root cause for the reported broken trailing may be related to over-manipulation by the end user. It was stated the lens was reloaded three times in attempts to place. The lens is a single-use device and should only be loaded and delivered one time. It is unknown if qualified associated products were used. The company lens is only qualified for use in the company ii (a) and (b) cartridges. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. It is unknown if the same cartridge was used in all three attempts. IFU states: do not reuse the cartridge. The cartridge is for single use only. Reuse of this single-use device may result in serious injury. Potential risks from reuse or reprocessing include: a damaged cartridge, a damaged lens, an unexpected delivery outcome, and contamination of the cartridge. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. Information was provided that after removal of the nucleus a capsular rent was noted and an anterior vitrectomy was performed. The multipiece piece lens was chosen due to the prior surgical issue. The facility indicated that the surgery was conducted by a visiting specialist and a contracted eye tech. The surgeon felt this to be a known case complication, possibly contributed to by patient movement. The reporting facility only provides pre-op and post-op care. They have not received any further information for the patient. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the FDA and reported that when placing the iol, the trailing haptic broke and the lens was prolapsed into the vitreous. This resulted in decreased vision in the patient's eye. Additional information has been requested and received stating that phacoemulsification with posterior chamber intraocular lens implant to be performed. Normal procedure until after removal of nucleus a capsular rent was noted and anterior vitrectomy was performed. 3 piece iol was attempted to be placed but the trailing haptic broke during implantation and the lens was prolapsed on top of the iris. The lends was unable to be retrieved with mst forceps and fell into the vitreous cavity. Original procedure was not completed on the same day. Once lens was lost in the vitreous cavity the procedure was abandoned. Patient was sutured and paracentesis was hydrated. Patient referred to retina specialist for removal of lens. Per the eye tech and the surgeon, the lens was reloaded three times in attempts to place. I could not locate any information in your ifus about whether this was acceptable practice. Both report having completed a visual inspection of the lens prior to reloading it each time. The surgeon believes this to be a known case complication, possibly contributed to by patient movement. There was patient contact and patient harm. Decreased vision in right eye, second surgery required at hloc to remove lens. Had not received patient follow up notes. Patient may regain some vision with removal of lens but likely to have permanently decreased vision in the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).